Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op and the issue is resolved.